Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.

Event description:
Pt status post pdc implantation level c4-5 returned to surgeon for six (6) weeks post op visit. An x-ray showed the pdc is coming out of the spine. Pt admitted to being non-compliant, is a marathon runner. Surgeon removed the hardware and revised the pt to zero-p fixation. Surgeon noted at removal, the vertebral body was fractured at keel site.